Manufacturer narrative:
The affected set returned from the customer was tested by the service provider on 10/04/2019. The reported leaking issue couldn't be repeated. On visual inspection, no abnormalities were observed on the IV set. During the testing, no leaking issue was observed anywhere on the IV set. The complaint couldn't be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2019-00026). The service provider confirmed on 10/24/2019 that the customer never provided any further clarification regarding the event.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected IV set to perform the investigation.

Event description:
On (B)(6) 2019, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor stating that "(B)(6) has a leaking secondary tubing ax-80075 lot number: 1807005. I am returning it to you, it does have chemo in it (dacarbazine). The tubing was leaking at the blue air vent. It happened (on) (B)(6) 2019 at 3:00 pm." No patient harm or injury involved. The distributor followed up for further information (including to clarify what is meant by blue air vent-- is it green vent on the drip chamber? Or is it the blue back check valve?) And is awaiting for a response.